Event description:
The pt underwent a trial procedure on (B)(6) 2011, in which, he received two percutaneous leads (from the same lot). After the trial procedure, the pt was complaining of a new pain in his left thigh and left toe. The stimulation coverage was obtained. The pt was kept in the hospital for a couple of days. The pt's pain was able to be resolved in the toe but not in the thigh. When the pt got home from the hospital he ended up falling. On (B)(6) 2011, his physician pulled the trial leads and they were disposed of. The pt has other health issues and is a cardiac pt. The pt's doctor stated the diagnosis as exacerbation of old symptoms. He also feels that the event was not device related, but related to positionability on the procedure table. The pt's current status is unresolved and the symptoms are on-going. The next course of action is rehabilitation. The pt had a thoracic MRI which showed no acute pathology, just severe stenosis at t4 and t8 which is not new. Attempt to gather additional info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.